Event description:
Reporter stated that device is causing pt to experience erratic blood glucose levels. Pt had experienced extreme hi's and low's (ex: 380 mg/dl and 40 mg/dl). Reporter stated that insulin pushes through infusion set tubing slowly when priming and then the insulin pushes through quickly. Pt is using injection therapy as back-up method.